Event description:
User experiencing elevated ckmb results when compared to another analyzer - same methodology since 6/1/07. The following examples were provided, which occurred (B)(6) 2008: sample 1, initial result gave 1.31 ng/ml; repeat gave 1.96 ng/ml. Sample 2, initial gave 2.50 ng/ml; repeat gave 3.05 ng/ml. Sample 3, initial result gave 1.81 ng/ml; repeat gave 2.51 ng/ml. No erroneous results reported. If additional info is received, appropriate notifications will be provided.